Event description:
This ra lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2013, states that the entire system will be explanted on (B)(6) 2013, due to potential infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).